Event description:
Indication: common variable immunodeficiency, unspecified. Home health nurse stated during gammagard infusion the pump (serial: (B)(6), maintenance due: unknown) showed an occlusion error. Nurse changed the tubing but it did not clear the error and infusion could not be finished using the pump the nurse finished the infusion via gravity tubing. Pharmacy replacing pump. Return box being sent for pump associated with event no adverse event(s) reported due to product issue. No other information provided. Reported to (B)(6) by health professional.